Manufacturer narrative:
Updated data: b5. H6. Corrected data: d4. Full UDI added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was a procedural delay in result of the hemodynamic collapse and ECMO. Per the physician, the suspected cause of the hemodynamic collapse was due to patient anatomy because the patient was in severe heart failure before the transcatheter aortic valve replacement (tavr) procedure. It was further reported that the valve did not cause or contribute to the hemodynamic collapse.

Event description:
It was reported that prior to a transcatheter aortic valve procedure (tavr), a pre-implant balloon aortic valvuloplasty (bav) was performed. During the attempted implant of the transcatheter valve, the valve was positioned slightly too deep, requiring a recapture. Subsequently, hemodynamic collapse occurred, necessitating chest compressions and the insertion of extracorporeal membrane oxygenation (ECMO). After hemodynamics stabilized, the valve was implanted successfully. It was noted that the patient left the operating room with ECMO still in place.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012612804); product type: 0195-heart valves; implant date: na; explant date: na, product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.